Event description:
A report was received that a pt is experiencing new pain below the midline incision site since being implanted. The physician prescribed the pt muscle relaxers to help the pain. The pt's pain was believed to be procedural pain, and the physician will monitor her progress until the pain subsides.

Manufacturer narrative:
This is the final report.